Manufacturer narrative:
Correction: missing DHR statement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported field event of stripped set screw could not be confirmed. All set screws were able to engage normally with a torque driver during testing in the laboratory, and they were all able to secure test leads normally. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant the physician has an issue with the set screw decided to explant and replace the implantable cardioverter defibrillator (ICD). The patient condition was stable.